Event description:
This rv lead was implanted on (B)(6) 1993 and was abandoned on (B)(6) 2017 due to lead fracture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).